Event description:
A customer contacted beckman coulter inc., (bci) regarding ion selective electrode (ise) internal reference debubbler that was leaking on the synchron cx5 delta instrument. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the debubbler.